Event description:
It was initially reported by the patient that she was seeking information on medical tools available to carefully remove staples following a pph procedure.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. (B)(6). Additional information from patient: patient was scheduled for another rectal exam on (B)(6) 2011. Patient said there are plans for another procedure to have the staples removed. Patient was experiencing discomfort after long periods of time; the pain is from the right side of her body. Patient also has bleeding and a rectal u/s was performed for the pain and bleeding five years post op. It was noticed that a staple was partly protruding outward. A different surgeon removed the staple and immediately, the pain went away. Patient had three huge hemorrhoids which were level 2 or 3. The hemorrhoids were mainly internal and one was external. Additional information from surgeon: surgeon confirmed that there were no difficulties with the device during the procedure, and while he didn't have the patient's chart with him, he believes that he didn't see her for a couple of years after the procedure. He is not sure that her current complications are a result of the staples but he is not sure how to confirm this. He doesn't believe there is a safe way to remove the staples without potentially damaging the sphincter muscle and causing further problems. He has advised the patient of this information and indicated that she has gone to other surgeons who have advised similarly. He also reported that he understands that patients can sometimes report pain following the pph procedure but he believes that is related to where the staples are placed during the procedure and not necessarily the staples themselves. Additional information from patient: patient saw surgeon on (B)(6) 2011, and had a surgical procedure in which her surgeon performed a resection and removed staples that were embedded into muscle. Patient indicated that if the 6 o'clock position is her spine and 12 o'clock her pelvic area, she asked the surgeon to focus on the 2-4 o'clock area. She does not know how many staples were removed. She said that she is feeling much better and within three days, was back on her bike. Since the procedure, she can now sit on hard surfaces without severe pain for the first time in five years, when she had the original procedure. She is feeling much better and is happy. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.